Event description:
The customer contact reported the pump powered off by itself without sounding an audible alarm tone. The intubated pt was being transported by ambulance to another medical facility. The pt was being treated for respiratory failure. At an unspecified time prior to transport, the pump was programmed to deliver unspecified concentration of propofol, with a dose of 30mcg/kg/min and the delivery was started. No further programming parameters were provided. After an unspecified length of time during transport, the nurse noted the pump had powered off itself without sounding an audible alarm tone. The customer contact stated the transport was estimated to be 75 miles long and the pump powered off about 10 miles into the trip. The customer contact stated the pt had standing orders for protocol 3-5ml IV push to maintain sedation. It was reported the pt was given 2-3 unspecified doses. Although there was potential for serious injury, the customer contact stated the pt was reported as "well" sedated, stable during transport, and at the receiving medical facility. The physician at the receiving medical facility was notified and no medical interventions were required. The device was removed from clinical service. After an unspecified length of time, the delivery was resumed using an unspecified device at the receiving medical facility. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated that on (B)(4) 2011 between 1614 and 1615, the device was powered on 4 times. At 1616, a using battery alarm occurred, the program was cleared. At 1617, the device was programmed for continuous only delivery, at rate 21ml/hr, with a vtbi (volume to be infused) of 60ml, and a 60ml container. At 1619, a prime volume of 2.6ml was noted. At 1620, the delivery was started. At 1626, the delivery was stopped, programmed cleared, the device was reprogrammed to deliver at a rate of 30ml/hr, with a vtbi 60ml, a container size 60ml, and delivery was started. At 1717, a power loss alarm occurred, the device powered on and a using batteries alarm occurred. At 1720 the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).